Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-04142. It was reported that the patient was admitted on (B)(6) 2021 with a headache and generalized weakness concerning for stroke. The patient was found to have bilateral intraventricular hemorrhage, more in the left ventricle than the right ventricle. On interrogation of the left ventricle assist device (lvad) the patient was noted to have multiple low flow alarms on (B)(6) 2021 overnight and early morning. These alarms were not visible on the patient¿s controller. The last 6 alarms, which showed low voltage advisories, were from (B)(6) 2021. A review of the log file revealed several intermittent low flow alarms on (B)(6) 2021 at 0100 through 0635. It was unknown why the alarms were not visible on the controller. Additional information was received that the cause of low flow alarms were not identified but they were possibly related to hypovolemia/hypertension. The echocardiogram did not reveal any signs of pump malfunction. The low flows did resolve. The low voltage alarms were due to the batteries draining low occasionally and they have resolved. The patient had an intracranial hemorrhage that was diagnosed with CT scans. The patient was disoriented at times but had no focal deficits. Treatment included anticoagulation reversed. There was no surgical intervention and the patient will continue to be monitored with repeat head cts. The patient's last inr prior to the event was 1.7.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), and the reported intracerebral hemorrhage, hypovolemia and hypertension could not be conclusively determined through this evaluation. Additionally, a specific cause for these events could not be determined. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021, with the data logger set to record in 12-hour intervals. There were eight transient captured low flow hazard alarms. The pump remained above the patient¿s low speed limit for the duration of the file. There were no other notable faults, events or trends found in the file. The device appeared to be functioning as intended. The ventricular assist device coordinator reported that the cause for the patient¿s low flow alarms were not conclusively determined however it was reported that it was possibly the patient¿s hypovolemia or hypertension. The patient¿s low flow alarms resolved on their own. The patient¿s intracranial hemorrhage was documented on (B)(6) 2021. It was noted that the patient¿s international normalized ratio (inr) prior to event was 1.7. It was reported that the patient¿s ongoing plan of care was anticoagulation reversal along with repeat head computed tomography (CT) scans. The patient is ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No product is available for evaluation. The heartmate ii left ventricular assist system instructions for use (hmii lvas IFU) lists stroke as an adverse event that may be associated with the heartmate ii left ventricular assist system. Additionally, the hmii lvas IFU provides an explanation of all pump parameters, including pump flow. This document describes situations which may result in a low flow hazard alarm, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. It is noted that pump flow is estimated from pump power, and addresses assessing pump flow. This IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.